Event description:
Rptr complains of rashes, scaly skin, blisters on hands and arms, burning pain in chest, dry eyes, mouth, and vagina, hands turn white in cold weather, joint swelling and tenderness, enlarged lymph nodes, muscle aches, pain and weakness, loss of memory, loss of salary, photosensitivity, sleep disturbance, chronic fatigue, night sweats, low grade fevers, eye problems, and tingling in legs and arms. (See also 1002051 and 1002052.)